Event description:
It was reported by the customer bd pyxis¿ medstation¿ es auxiliary tower that a tower door failed, which caused delay in dispensing the medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that tower door failed due to component. Field service engineer replaced the latch and cleaned the molex contacts on door 1, 2, and 4 latches to resolve the issue. The system functioned as intended after the field service engineer serviced the device.